Manufacturer narrative:
D4 - UDI no. - UDI not yet required for this product. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the distal segment had been flexed from the distal extremity. Magnifying inspection of the platinum coil segment found the coil pitch was in the normal state. Magnifying inspection of the stainless steel coil segment found no anomalies. There was no irregularity in the coil pitch. The outside diameter of the platinum coil was measured on the undamaged segment and verified to meet manufacturing specifications. Simulation testing was conducted on a factory retained runthrough ns sample. The sample was removed from the holder by pushing the distal segment of the sample against the distal extremity of the holder. Subsequently, in this state, the sample was pulled out of the holder. As a result, a flexure was generated on the sample. The state similar to that of the actual sample was duplicated. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. A comment was made by the user facility that several incidences of this type of event had occurred. However, those events were not reported to the manufacturer and no additional information was available including event dates, product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this information within this report for reference purposes. There is no evidence that this event was related to a device defect or malfunction. Although an exact cause of the reported event cannot be determined based on the available information, it is likely that when the actual sample was removed from the holder and its distal segment was pushed against the distal extremity of the holder. Subsequently, in this state, it was pulled out of the holder, resulting in the generation of a flexure. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. - attachment: [mw5063677.pdf]

Event description:
This report is being submitted in response to medwatch report no. Mw5063677 which was received from the FDA on august 11, 2016. The event description states the following: "terumo runthrough wire, used for coronary intervention, came out of the package with the tip bent/unusable, is supposed to be straight. This has happened on multiple occasions, delaying pt care. We have also had a problem with the terumo glidesheath, the tip of the sheath does not have the hole completely punched out or the edges are not smooth. This too has been on multiple occasions. Both issues were to be a mfg problem which we have addressed with the sales reps many times. They both are pt safety concerns. Thankfully, we caught them prior to entering the pts body." Two issues were mentioned in the above description from the medwatch report. See MDR 9681834-2016-00209 for the runthrough wire issue and MDR 9681834-2016-00210 for the glidesheath issue. It was confirmed that the event date reported on the medwatch was incorrect. The correct event date is (B)(6) 2016. The event date and product info reported on the medwatch is in reference to the runthrough wire issue, MDR 9681834-2016-00209.